Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After deploying the 24mm wds, the physician determined that the device needed to be downsized to a smaller 20mm wds. After recapturing the 24mm closure device, and starting to exchange for the 20mm device, the anesthesia physician noted there appeared to be fluid (bubbles) in the transverse space. It was then noted that there was a pericardial effusion. The implanting physician immediately aborted the procedure and setup to do a pericardial drain. After continuous draining it was decided to send the patient for cardiac surgery to treat the effusion, repair the perforation, and clip the appendage. There were no further complications.

Event description:
It was reported cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After deploying the 24mm wds, the physician determined that the device needed to be downsized to a smaller 20mm wds. After recapturing the 24mm closure device, and starting to exchange for the 20mm device, the anesthesia physician noted there appeared to be fluid (bubbles) in the transverse space. It was then noted that there was a pericardial effusion. The implanting physician immediately aborted the procedure and setup to do a pericardial drain. After continuous draining it was decided to send the patient for cardiac surgery to treat the effusion, repair the perforation, and clip the appendage. There were no further complications.